Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a button error alarm on her insulin pump, after the pump was in her pocket. She was able to clear the alarm. The customer's blood glucose level was 100 mg/dl. Nothing further was reported.